Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer screen froze. It was noted that the liquid crystal display (lcd) panel sensor crossed threshold (binary decode) and a power supply overheat warning message appeared stating programmer previously overheated. It was further noted that there was an intermittent noisy system fan. All found defective parts were replaced and all other identified issues were resolved. Reconfigured, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software update via universal serial bus (usb), the programmer screen froze and would not respond to any touch pen inputs. It was noted that the menus froze, electrocardiogram (ECG) lines froze and once frozen the user was unable to navigate the stylus or keyboard. Several reboots and a hard reboot of the programmer were attempted but this failed to resolve the issue. There was no patient involvement.